Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer noted the irrigation/aspiration (I/a) tip is removed from the handpiece after use. The I/a tip is connected to a syringe with a rubber tube. The I/a tips is irrigated with 60ml of purified water, followed by ultrasonic cleaning for fifteen minutes, and then 60ml of purified water irrigated again. Then ¿flash the air and splash the water¿. The directions for use (dfu) recommends flushing both ports with 120ml of sterile deionized water, following with a minimum of 60ml of air through both ports. There is no evidence that the design or manufacturing of the system or I/a handpiece contributed to the reported event. The I/a tip was not returned for evaluation. The intrepid I/a tip lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with postoperative inflammation following ocular surgery in the middle of (B)(6). The customer suspects there is accumulations inside the irrigation aspiration tip that caused the inflammation response. However, it was reported there was no problem with the washing method. The patient underwent an anterior chamber washout. The outcome is noted as resolved.